Event description:
Customer reports that the unit's cpg pump did not work 3 separate times at the beginning of cases. The rest of the unit circulates water well, however the cpg portion does not.

Manufacturer narrative:
The customer notified cardioquip that the unit's cardioplegia was not circulating. Cardioquip's investigation determined that the cpg pump was nonfunctional and required replacement. Following replacement of the component, the device passed inspection, and is fully operational.